Event description:
It was reported that the elective replacement indicator (eri) message displayed for the ipg. It is unknown if the ipg depleted prematurely. In turn, surgical intervention occurred wherein the ipg was explanted and replaced, addressing the issue.

Manufacturer narrative:
Date of event is estimated. A system displaying warning message ¿replace generator soon¿ warning message was reported to abbott. As a result, the patient¿s ipg was explanted and replaced. The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.